Event description:
It was reported that during a gyn procedure, the trocar seal was leaking. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Leak test failure the analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any possible leak failures. During testing the device leaked. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the right coronary artery (rca). The physician attempted to place a 4.00x38mm promus element stent, but was unable to deliver the stent to the lesion. The physician attempted to pull the stent back into the non-bsc guide catheter, but was unsuccessful. The physician felt the stent was "practically deployed and came off the balloon". The stent embolized to the femoral artery, was unable to be retrieved, and was left in the patient. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Date sent: 05/26/2010. Info anticipated, but unavailable at this time.